Event description:
Patient with tracheostomy & on ventilator. Trach. Tube decannulated and pressure alarm on ventilator did not sound. Distal end of tube against skin or mucosa appeared to simulate continued adequate pressure. Trach. Tube reinserted.